Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter continued to display "apply sample" instead of counting down and providing a result after a blood sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue began at 8:45am on (B)(6) 2015. The patient informed the cca that they manage their diabetes with "30 units of metformin and 20 units of glyburide" per day and denied making any changes to their usual diabetes management regimen due to alleged product issue. The patient reported that 10 minutes after the alleged product issue occurred they felt"lightheaded", had "fuzzy vision" and "passed out". The patient stated that they self-treated these symptoms by consuming more food and/or drink at 9am the same morning. No medical intervention was required as a result of the alleged issue. At the time of troubleshooting the cca walked the patient through a retest and noted that the patient successfully obtained a reading with the subject meter. The alleged issue was resolved. The patient&#38112;products were replaced and requested for evaluation. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.